Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed and the alarm was cleared to address the occlusions. Reportedly, the customer would often use the pump supplies for 4-5 days. Customer experienced blood glucose(bg) levels in the 600's mg/dl range and trace levels of ketones. Correction boluses were delivered, manual injections were administered and supply changes were performed to address bg. A system check was performed and the pump performed as intended. Tandem technical support advised the customer against using the pump supplies past labeling.